Event description:
Complainant alleged that during a routine shift check by a clinician the device took a long time to power up. Also, the device did not charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.